Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that on occasion after charging the pump the touch screen would become unresponsive. There was no impact to customers blood glucose level.